Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had motor error alarm after touch to the reservoir. The customer¿s blood glucose was 399 mg/dl at the time of incident. The customer was previously able to rewind the insulin pump. The customer stated that the drive support cap was correct and no expose to magnetic resonance imaging, no insulin pump was dropped. The customer was advice to revert to backup plan per health care professional instructions. The insulin pump will not be returned for analysis.